Event description:
It was reported that a pump had a no disposable, pump won't run alarm. Reservoir volume was 14.1 milliliters, rate was 1.1 milliliters per hour, given was 85.90 milliliters. The cassette was not removed. The patient was not affected. There was no patient injury.

Manufacturer narrative:
No product was returned however the pump's operator's manual indicates (see user manual section references) that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.